Event description:
Rib cutter was used on a first rib resection in the appropriate manner. Rib cutter was withdrawn from incision and rib was found intact and rib cutter broken. Piece of rib cutter was retreived from patient's pleural cavity. Chest tube inserteddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.